Event description:
The nurse reported a corneal burn and wanted the system checked out. The nurse stated no system messages displayed and stated it may be a handpiece problem. Additional information received from the company sales representative stated the scrub nurse primed and turned with no problems noted. The surgeon placed the phaco tip in the eye and the occlusion bell rang. The corneal burn was noted. The surgeon stated after aspirating the viscoelastic centrally, he proceeded to groove and an instant corneal burn occurred. The handpiece was flushed, re-primed, and found to be occluded with aspiration alone. A new handpiece was used to complete the surgery with no further problems. The patient status is improving, with astigmatism and corneal folds noted. The patient required a second surgery to repair the wound leak with sutures. The patient was admitted to the hospital after the second surgery due to bradycardia during surgery.

Manufacturer narrative:
The company service representative examined the system and did not find any problems. The facility ordered a new handpiece. The company consumer affairs analyst has requested the handpiece be returned for in-house evaluation. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 09/18/2009.